Event description:
Additional information received indicated that patient had the system explanted due to the patients system not working for a long time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14091. It was reported that the system is planned to be explanted for unknown reasons.